Manufacturer narrative:
The investigation has been completed. The device logs were reviewed and logs and are consistent with the complaint description. Controller error alarm was issued upon boot-up. The cause of the aic issue was a defective kbd, the exact root cause of defective kbd was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. Actions taken are unknown. No patient was involved.